Event description:
It was reported that the insulin pump alarmed during the prime process. During the manual prime insulin squirted out. Customer will treat with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump had a broken belt clip, stripped coin slot battery cap, cracked reservoir tube lip and scratched display window.